Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The pod was received with the adhesive pad fully attached to the bottom housing. Inspection found no issues that would result in the adhesive pad separating or detaching from the device. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose over 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. In addition, the patient experienced pain and bleeding at the infusion site. As treatment, as treatment a new pod was applied.